Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received, it was reported the patient was planning to have the ins removed however, they needed an MRI beforehand.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient (pt). Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The pt stated they had not been able to charge their implant for about a year. Pt stated they were not happy with the device anyway and it had been almost a year since it was put in. Pt mentioned that the device never worked for their pain relief and it did not hold a charge and it was more trouble than it was worth sometimes. Pt needed to have an MRI before they can get the device taken out and no one wants to touch them unless they get it taken out. Pt talked to their healthcare provider (hcp) who said the device should be MRI compatible but they don't see a word about that anywhere in the booklets. During the call the pt plugged the controller into the ac power supply and the controller displayed battery empty cannot continue recharge the controller. Pt unplugged the controller from the ac power supply and plugged it back in and the green light was blinking. Pt said they would charge the controller and then call back in for further troubleshooting.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient (pt) who was implanted with an implantable neurostimulator (ins). Caller stated initial that the system 'had not worked' for a couple years. When asked further, caller stated pt indicated 'it just won't work'. The caller stated the ins battery was dead and the ins was not recharging.